Event description:
It was reported that the pta balloon separated from the catheter during removal from the pt. The device was being used to post dilate a self expanding stent using an contralateral approach. During removal of the device, the physician was expecting difficulty in removing the balloon through the sheath and so he decided he would push the sheath over the balloon. When the pta balloon catheter was removed from the sheath, it was observed that the pta balloon had detached from the catheter, remaining lodged in the sheath. The introducer sheath and the detached balloon were then removed in their entirety without injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The device was discarded by the facility, therefore, an evaluation could not be performed. The investigation is currently underway.